Manufacturer narrative:
Correction: this is a duplicate to ra 318415070.

Event description:
The remstar device was returned to a third-party service center for service as part of the sound abatement foam recall with no initial alleged complaint. During the evaluation of the device, it was visually inspected, na the engineer found evidence of visible foam degradation and dust contamination. The device was scrapped by the service center after the evaluation was completed.